Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad battery (B)(4) in relation to the reported event. These included log review and analysis, visual/functional testing and review of manufacturing documentation. The reported event of "poor connection" was confirmed via testing. The cause was isolated to battery (B)(4). Evaluation of the internal battery components revealed a broken weld between one of the internal cell pairs. This would cause the battery to charge and discharge at an accelerated rate and would make the battery function unreliable. An internal corrective and preventative action (CAPA) has been opened to address these types of issues. This is one of two reports (3007042319-2013-00057 and 3007042319-2013-00078) submitted for devices related to the same event.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad battery bat026066 in relation to the reported event. These included log review and analysis, visual/functional testing and review of manufacturing documentation. The reported event of "poor connection" was confirmed via testing. The cause was isolated to battery bat026066. Evaluation of the internal battery components revealed a broken weld between one of the internal cell pairs. This would cause the battery to charge and discharge at an accelerated rate and would make the battery function unreliable. An internal corrective and preventative action (CAPA) has been opened to address these types of issues. This is one of two reports (3007042319-2013-00057 and 3007042319-2013-00078) submitted for devices related to the same event.

Event description:
Approximately one year and four months after implantation, the patient reported that a power source disconnected alarm (low priority) was shown on their controller, although both batteries were connected. A new controller and batteries were given to the patient and the event was resolved without patient injury.

Event description:
Approximately one year and four months after implantation, the patient reported that a power source disconnected alarm (low priority) was shown on their controller, although both batteries were connected. A new controller and batteries were given to the patient and the event was resolved without patient injury.